Event description:
A pt reported they were unable to receive an accurate reading on their one touch ultra meter due to their meter allegedly powering off during use. Pt's symptoms are unk. There was no result on their meter as the pt was unable to test. Treatment was not reported. No further info has been reported.